Event description:
The patient's pump was explanted due to a pocket infection. The device was not replaced. The patient recovered without sequela. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.